Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was treated for a suspected pump thrombus with tissue plasminogen activator (tpa) in (B)(6) 2016. It was stated that after treatment the pump parameters returned to normal and the patient did not experience any further issues. This patient subsequently received a heart transplant on (B)(6) 2016 and was reported to be doing well post transplant. The site requested to have the pump analyzed. The pump has been received by the manufacturer for evaluation and analysis. No additional information was provided

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a power consumption above normal power consumption range. Log files analysis also revealed a return of pump parameters to their normal operation range, thus correlating with the reported event details. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.